Event description:
The insert would not snap into the baseplate. Reporter states the insert could be easily lifted out and was loose. Another insert was available and was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.